Event description:
Hcp reported the pt presented in 2003 with signs of infection of the device pocket and csf. These included fever, pocket erosion, drainage, and meningeal signs/symptoms. Cultures were taken of the device pocket and csf-results unk. The pt did not have meningitis. The pt was treated with both IV and oral antibiotics and a total device system explant in 2004. The infection was reported to have resolved without drug withdrawal. The pt had severe anemia postoperatively.